Manufacturer narrative:
Engineering evaluation of the returned device along with information provided determined that the driver was not fully threaded into the implant at the time of the fracture. The proper use of this device is to engage the lock in order to prevent incidental unthreading of the driver from the screw implant during insertion. Information provided indicated that the lock was not in place at the time of fracture. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on february 3, 2015. A two-year search of the complaint database did not find any previous reports of this nature for the reported part/lot number.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the reform driver, o-arm ready w/lock (c2208) was being used to advance the 7.5 mm x 45mm reform polyaxial screw downward into the l3 pedicle when the tip of the driver broke off in the head of the screw. The polyaxial screw was removed and replaced using a new driver readily available. There was less than a one minute delay to the procedure as a result. It was noted that the locking mechanism on the driver was not in the lock position when the driver tip broke. It was in the locked position on the driver used to place the replacement screw. A delay to the procedure of less than one minute resulted.